Manufacturer narrative:
The ball head involved in this report is a biolox delta ceramic ball head 12/14 ø 32 size m 0 manufactured by ceramtec, not marketed in USA. On 12 january 2016, the reporter added the following information: this was the second luxation, the first was treated anatomically. On 19 january 2016, the reporter confirmed that the surgery was completed successfully. On 05 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: early luxation in a male tha patient. In most cases, recurrent dislocation is due to suboptimal component positioning, there is no indication that the implanted devices showed any intrinsic problem. As only insert and head have been replaced, one may suppose that soft tissue tensioning was not sufficient, but apparently same sizes have been used. Probably the insert has been replaced with a hooded one. There is no information on a possible repositioning of existing cup. Batch review performed on 08 february 2016. (B)(4). Versafitcup acetabular shell cc trio no-hole ø 52, code 01.26.45.1152, lot. 152659 (B)(4). No anomalies found related to the problem. (B)(4).

Event description:
Revision because of luxation. Liner and ball head only have been changed.

Manufacturer narrative:
On 07 april 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.